Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was in the hospital for unrelated reasons. Device interrogation revealed several non-sustained rv oversensing episodes were stored, and appeared to be triggered by possible myopotential oversensing. The oversensing was recreated in-clinic during isometric testing, and was resolved after programming changes. The patient will continue to be monitored.